Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dents on distal edge, bent and dent on outer tube, missing c-ring light guide connector, and image out of field causing darkness on field of view. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a dark image. The issue was found during setup/inspection for use for an unspecified procedure. There were no reports of patient involvement.